Manufacturer narrative:
Batch records, final product and qc records have been reviewed for the reported lot cov1110150. No abnormal issue was found in the manufacturing process, technical testing and quality inspection. Manufacturing process complies with the dmr. Retained samples have met qc criterion. The issue could not be reproduced. Complaint is not verified.

Event description:
False positive result(s). The user stated, "below is a summary of my experiences with flowflex and other covid tests in the last week for tracking: tuesday (B)(6): rapid flowflex (positive), rapid binaxnow (negative), took a pcr from cvs (on (B)(6) results would show negative) wednesday (B)(6): rapid flowflex (positive), rapid binaxnow (negative nose, negative throat) thursday(B)(6): rapid pcr at cvs (negative), rapid flowflex (positive), results from (B)(6) pcr posted (negative)."